Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of hair was found between two components of the transfer set. The patient had their transfer set changed and the following day they returned to show the nurse that there was a piece of hair between two pieces of plastic near the catheter (at the patient connector). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A photograph image of the device was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Particulate matter (a hair) was identified during visual inspection. This is manufacturing related. The reported condition was verified. The cause was determined to be a manufacturing-related issue. Should additional relevant information become available, a supplemental report will be submitted.